Manufacturer narrative:
Results of the investigation: the avea elan user interface module (uim) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated, however, a incorrect fuse was found at f1 on the inverter.

Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer reported that the ventilator's user interface module (uim) has heavy distortion on the top and bottom of the screen horizontally. There is no problem with the ventilator, just the touchscreen. The customer reported no patient involvement.